Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead was explanted due to noise, oversensing, pacing inhibition with no asystole and high out-of-range pace impedance measurements greater than 2000 ohms. A lead safety switch (lss) had occurred in may of last year, correlated with the patient falling. The issue had been addressed, but recently the patient reported pain at the site of the device, so the patient underwent a revision procedure to remove the rv lead and revise the pocket for the device. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured approximately 225-227mm from the terminal pin. The lead did not pass continuity testing, indicating conductors were fractured, as was confirmed by visual inspection. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to noise, oversensing, pacing inhibition with no asystole and high out-of-range pace impedance measurements greater than 2000 ohms. A lead safety switch (lss) had occurred in may of last year, correlated with the patient falling. The issue had been addressed, but recently the patient reported pain at the site of the device, so the patient underwent a revision procedure to remove the rv lead and revise the pocket for the device. The device remains in service. No additional adverse patient effects were reported.